Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees1413 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported verified by ECG, review showing elevated p-waves. X-ray done the next day shows PICC in brachiocephalic/svc junction with coiling noted in the arm approximately 6 cm above insertion site. No change in external length.